Event description:
Boston scientific crm received information that during a device upgrade procedure, the right ventricular (rv) lead became stuck in the header of the device. While trying to remove the lead, it fractured and the patient needed to be temporarily paced. A new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. The device was returned with a wrench tip still inside the setscrew slot. Upon removal, the shaft of wrench was noted to be twisted. The rv lead tip was noted to be stuck inside of the setscrew. The lead was removed with moderate force. No holes were noted in the seal plugs. Further analysis noted that the seal plugs appeared to be sealed, however both of the ventricle setscrews showed some body fluid contamination. The capture washer in the ventricle ring was distended which results from the setscrew being backed out too far and without a correct or working wrench. The device was checked with an is-1 lead and the fit was normal. The device tip and ring setblocks were then checked with pin gauges that exceeded is-1 specifications. The device setscrews were found to move freely with no binding. Analysis concluded that there was no evidence of device malfunction.